Event description:
Per the clinic, the electrode array was found extracochlear. The device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same procedure.

Manufacturer narrative:
This report is filed march 23rd, 2015.

Manufacturer narrative:
(B)(4).